Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 575 mg/dl at the time of incident. The customer's symptoms included frequent urination. The customer was wearing the device at the time of admission. The cause of the event was high blood glucose levels. The customer was treated with insulin and an IV. The customer also reported receiving several no delivery alarms. The customer changed the set 3 times. The customer's blood glucose level was 138 mg/dl. Customer declined to troubleshoot. Customer stated he would call back to troubleshoot. Nothing was replaced or returned.